Event description:
During an atrioventricular nodal reentrant tachycardia procedure, a communication issue occurred resulting in cancellation of the procedure. During the procedure, the tactisys icon showed as grey on the ensite x user interface, indicating it was unable to search or connect to the tactisys unit. Ablation and electrograms were visible on the map, but no force data. The case was abandoned due to temporary av block with physical 'bump'. The ensite amplifier and tactisys were powered down and communication was restored when powered back up. The next case had no issues with communication and is working as expected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received by abbott, the cause of the reported communication issue and subsequent cancellation remains unknown.